Event description:
The customer reported that the insulin pump was not able to rewind even after changing the infusion set. Troubleshooting was performed. Assisted the customer to go thru the priming steps, but the device alarmed weak battery. Instructed the customer to clear the alarm and to continue testing, but the buttons were unresponsive. After a few attempts the buttons were responding and the rewind process was done. When the customer attempted to do a manual prime the numbers began to ramp up and the piston did not move. Attempted to perform the displacement test, but it failed. No further information was provided.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Unable to test for currents or perform displacement test due to no button response. Corroded motor assembly and corroded electronic assembly noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.